Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an unknown surgery for proximal femur fracture with tfna. In the surgery, the cement augmentation was performed as per normal technique, and at the time of 1 ml injection into the bonehead, very little cement was visible. An image that appeared to be leaking from the fracture in the foreground was confirmed by the image intensifier. The injection was stopped immediately, and when the surgeon inserted his finger through the skin incision in the area where the leak was thought to have occurred, cement leakage was confirmed. Since there appeared to be no leakage within the joint capsule, as much cement as possible was removed with saline solution at the fracture site. The surgery was completed successfully with no surgical delay. After the surgery, the surgeon commented that although the patient was an elderly woman, she had a very strong oa of the bonehead, possibly due to abnormal bone quality and a shortened neck, which may have been caused by the proximity of the fracture site to the cementation site, and he understand the event may have happened due to the reasons above. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary : product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.